Event description:
The customer contacted stryker to report that their device unexpectedly turned off multiple times during patient assessment. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The device's batteries were observed to be beyond the 2 year service life per the product manual. Stryker replaced the device's battery terminals and power pcb as a precautionary measure. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report that their device unexpectedly turned off multiple times during patient assessment. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.